Event description:
The pt received emergency room treatment for elevated blood glucose levels. The pt was also ill with a stomach virus.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy.